Event description:
It was reported that tip detachment occurred requiring additional intervention. The patient underwent fibular artery and tibiofibular trunk angioplasty. A 300 cm j-tip pt? Guidewire was inserted into a non-lesion segment of the infrapatellar artery. During advancement, the tip of the guidewire detached. The separated segment was successfully retrieved by catheter aspiration, and the procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that tip detachment occurred requiring additional intervention.the patient underwent fibular artery and tibiofibular trunk angioplasty. A 300 cm j-tip pt? Guidewire was inserted into a non-lesion segment of the infrapatellar artery. During advancement, the tip of the guidewire detached. The separated segment was successfully retrieved by catheter aspiration, and the procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.investigation results:device analysis findings:the device was not returned for analysis; therefore, a technical analysis could not be performed.device history record (DHR) review:it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.investigation conclusion:this investigation has been assigned the conclusion code of adverse event related to procedure. It is likely that the issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique.